Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. Also, the right atrial (ra) lead output was set to 6.0 volts at 0.7 milliseconds due to the lead being bad. The device was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).